Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they would not receive insulin when wearing the infusion set around the stomach. Customer also reported experiencing high blood glucose. The customer stated they would treat their blood glucose with a manual injection. The customer declined to return the insulin pump for analysis.